Event description:
It was reported that the gastrointestinal videoscope displayed an intermittent image and a scope communication error code e238 occurred. The issue was identified during a reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.